Event description:
Customer reported a blank display on his insulin pump. Customer's blood glucose is 222 mg/dl. He replaced the battery, but the issue persists. Customer uses ever ready batteries. The device or the battery compartment is not damaged or corroded. Customer removed the battery for ten minutes and reinserted a new one, but the display did not return. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump power up properly after battery installation. Insulin pump received with operating currents within specifications. Insulin pump was monitored and no blank display anomalies were noted. No damage on the connector's isolation tape noted. Insulin pump was unable to prime insulin pump during prime test due to faulty force sensor. Insulin pump was unable to perform occlusion test and excessive no delivery test due to prime anomaly. Insulin pump received with cracked case at display window corners, battery tube threads and minor scratches on display window.